Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level is 151 mg/dl. Troubleshooting was performed and the display returned, but customer preferred to have insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.